Event description:
Painted numbers and number scale markings are reported by customer to be coming off 0f arc and arc supports. Portions of the paint were reported seen on the sterile instrument table in the o.r. During a dbs procedure. The fact that the numbers are missing makes setting the coordinates very difficult for the surgeon.